Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, non-conformances and capas could not be completed. The device remains implanted. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: estimated date. D6a: estimated date.

Event description:
According to the available information, the implant is unable to be inflated.

Manufacturer narrative:
The device remains implanted. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. A coloplast representative followed up with the patient and confirmed the implant is working properly. The patient solely needed further guidance on how to inflate/deflate the device. The IFU contains a postoperative care instructions section which includes prosthesis operation details such as how to inflate and deflate a titan touch device.

Event description:
According to additional information received, the implant was confirmed to be working properly and the patient solely required further guidance on how to inflate and deflate the device.